Manufacturer narrative:
Eval summary: both pump channels were tested at 125 ml/hr for one hr and at 10 ml/hr for two hrs. The results were within spec. Channel two of the pump was then tested with the IV tubing involved in the occurrence at 125 ml/hr for 24 hrs. The cumulative error was +2.35% beyond co accuracy limit. The tubing was analyzed and no abnormalities were found that would relate to any overdelivery or the reported occurrence. Channel two was then retested at 125 ml/hr for five repetitions. All of these results were within spec. Based on these add'l results there appear to be no abnormalities in the accuracy of the pump. The cause of the reported occurrence could not be determined.

Event description:
It was reported that with channel two, soon after a secondary antibiotic had infused at a secondary rate of 150 ml/hr, it was noted that solution was free flowing in the primary drip chamber even though the primary rate on the pump displayed 125 ml/hr. This was observed for approx 30 sec then the drip rate returned to normal. The pump was removed from the pt. There was no pt injury.